Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was 198 mg/dl. The customer use (B)(6) battery, explained recommended battery type. The customer was advised the use of other battery brands or type may result in reduce battery life. The customer was advised that weak battery will occur prior to a failed battery test or low battery alert. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 198 mg/dl. The customer is not home at this time to complete the rest of the troubleshooting.